Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at her scs ipg site. The patient stated that approximately two weeks ago her ipg feels like is moving in the pocket. The patient is pending a consultation with her pain management physician to further evaluate the issue.